Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient as receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. It was reported that the patient was having an MRI. The MRI was not related to the pump or therapy, but it was stated that the pump was "inoperable" and was not working anymore. No patient symptoms and no further complications were reported.